Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Information was received from a company representative and a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for depression and movement disorders. It was reported the patient complained of a decline in mood and asked to be evaluated in office in order to interrogate the ins devices to confirm that they were operational. They were high impedance levels with contact 5 on the left side ins: c<(>&<)>5 ¿ 7846, 4<(>&<)>5 ¿ 8611,5 <(>&<)>6 8181, and 5<(>&<)>7 ¿ 8094 ohms. Therapy impedance was 378 ohms and 559 ohms. The doctor opted to not program electrode 5 to see if that resolved the issue. The physician turned off contact 5 due to the high impedances and made no other changes. All other contacts were programmed. On the right side ins, all electrodes were active. Impedances were 298 and 292 ohms. When they attempted to look at the diary calendar, it showed no data available. They turned off the clinician programmer and then read the ins with the patient programmer (pp) and then re-interrogated the ins with the clinician programmer and the calendar appeared. However, the previous dates on the calendar were greyed out and inaccessible. Only two days prior to report did it show a black box for usage, the other dates showed with a light grey box and she heard an error noise when she attempted to click on the boxes. It was confirmed that they properly exited the clinician programmer before switching sides. The usage showed as 61% and the patient did turn off the therapy at night. The doctor advised the patient to let both devices run down to 50% and then charge them up to full and to keep track of their mood diary. The right battery was interrogated and showed it was at 75% and all impedances were within normal range. The issue was resolved at the time of report.